Event description:
A us distributor reported that a monitor's response buttons were not functioning and the monitor was experiencing abnormal shutdowns.

Manufacturer narrative:
Device evaluation of monitor 07196006 has been completed. The reported problem (response buttons non-functional and abnormal shutdowns) was confirmed due to the adhesive missing on the front response button allowing contamination to occur on the contacts, causing an intermittent break in connection. The cause of the inability to activate the monitor is the contaminated response button. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor.